Manufacturer narrative:
The single-site curved cannula has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the device is returned (post failure analysis evaluation) or if additional information is received. In addition, the lot of the reported single-site curved cannula involved with this complaint is unknown. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the initial reporter indicated that the shaft of the single-site curved cannula was able to rotate around the bowl and welding of the cannula. There is no indication, however, that a patient was harmed or injured because of the reported issue.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the shaft of a single-site curved cannula was found to be able to rotate around the bowl and welding of the cannula. The initial reporter of this complaint was unable to provide the date when the reported event occurred or what the current status is of the single-site curved cannula involved with this complaint. No patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter (surgeon) stated that there was no patient injury associated with the reported event.